Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. Technical support determined that the pump could not be reset and decided to replace it. The customer was informed about the need for replacement, and arrangements were made to send a replacement pump to ensure continuous insulin delivery.